Manufacturer narrative:
This MDR is the result of a retrospective review of complaints for the purpose of identifying concomitant devices. The reported event describes side effects from the procedure or patient symptoms due to their condition. This product is considered a concomitant device and did not contribute to the reported event.

Event description:
It was reported that during the case, the patient's blood pressure dropped and ice confirmed a pericardial effusion. A pericardiocentesis was performed and the patient was sent to ICU for observation. The following bwi devices were in use: carto 3 (11325), stockert (st-1961), coolflow pump (03344), catheter (1013593625 serial # (B)(4)-disposed of), catheter ((B)(4) lot 158683338l-disposed of), catheter ((B)(4) lot 15740358m-disposed of), catheter (d608dr002ct lot 15866518m-disposed), catheter (d6dr252ct lot 15874443m-disposed of), catheter (f6qa005ct lot 15862163m disposed of) and a st jude 8.5 french s lo catheter. (B)(6).

Manufacturer narrative:
This report is resubmitted on request by the FDA to correct field g6 to follow-up #1 report.

Event description:
Previously submitted. Refer to h10.

Manufacturer narrative:
This supplemental report is being submitted to update the outcomes attributed to adverse event (see section b2), correct the common device name and provide the device procode (see section d2), correct the manufacturer's city (see section d3), update the device available for evaluation (see section d10), correct the initial reporter information (see section e1), correct the health professional information (see section e2), delete the reporter's occupation (see section e3), correct the manufacturer's city (see section g2), update report source (see section g3), provide the PMA/510(k) information (see section g5), update device evaluated by manufacturer (see sectionh3), and update the event and evaluation codes (see section h6). The device referenced in this report was not returned for evaluation.